Event description:
It was reported that a spectrum pump alarmed constant/ false air in line. This occurred during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a false air in line alarm was not reproduced. Visual inspection found the upper latch switch to be stuck. A review of the event history log revealed both 'air in line' and 'shut door - power off.' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were verified. The cause of the 'air in line' alarms was determined to be the out of specification upstream sensor. The ultrasonic sensor requires replacement to address this issue. The cause for the device not recognizing a closed door was determined to be the stuck upper latch switch. The upper auxiliary requires replacement to address this issue. This door alarm malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.